Manufacturer narrative:
Other, other text: drug name and strength: (B)(6), dose or amount: 86 ng/kg/min, frequency: continuous, route: intravenous, pah.

Event description:
Information was received indicating that a patient was in the emergency room for a central line issue on a smiths medical cadd legacy pump. It was reported that the pump read high pressure. Subsequently, reporter indicated that the patient receiving medication through hospital IV line at the time she called in. It was also indicated that the infusion was a life sustaining medication. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
Additional information added to h6 and h10. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. The device was tested 3 times all 3 test passed within our internal specification. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. Actions were taken to mitigate the reported issue: replaced the downstream sensor as preventive measure.